Event description:
It was reported that the battery of a t: slim x2 pump would not charge. The customer initially attempted troubleshooting with a tandem charging cable and a third-party wall adapter but was unsuccessful. Technical support instructed the customer to try other wall adapters and charging cables, which also failed to resolve the issue. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.